Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient stated she felt no symptoms, but her work colleague noticed something looked off and called 999 for emergency. An ambulance arrived and her blood glucose (bg) was 3.9 mmol/l. Emergency medical services (ems) gave her a glucose injection but did not take her to the hospital. Her low alert had not sounded for her threshold of 5.5 mg/dl. She stated that afterward she was rested and feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. A manual sound test was performed and passed. A receiver functional test was performed and passed. The receiver case was opened for visual inspection and passed. The speaker resistance was measured and was within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional.h2: additional information/device evaluation. H3: device evaluated by manufacturer - additional.h6: adverse event problem - additional.